Event description:
It was reported that during the implant attempt, the surface of the right ventricular (rv) lead electrode was noted to be rough and uneven in the front. A second opened lead exhibited the same issues, and neither lead was used. Subsequently, a third lead was attempted, but exhibited difficulties with extending the helix. Initially, the helix took more turns to extend than usual, and finally on the fourth attempt to extend, the helix would no longer extend. As a result, the lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. The helix was distorted/bent. (B)(4).